Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump had power error detected alarms. The blood glucose at the time of the incident was 350mg/dl. Troubleshooting was performed and the customer was instructed on how to clear the alarm and advised to call back if needed. They called back later and reported the power error alarm persisted after reset. It was advised to discontinue use of the device and to revert to a back-up plan and a replacement would be sent. The insulin pump will be returned for analysis.